Manufacturer narrative:
Pump received with no button response due to moisture keypad traces. Pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump cannot be rewound even after a battery change. Customer does not recall any significant events leading to the error. Customer's blood glucose was 313 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.